Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, shaking and feeling dizzy. Upon removal of the pod from the infusion site the patient reports they were unsure if the cannula was properly seated in the infusion site. Once at the hospital the patient had been given insulin as well as intravenous fluids. In addition the patient had a new pod applied. The patient was released from the hospital after 13 hours.